Event description:
It was reported that a user announced a usual meal but had actually eaten a heavy dinner, then asked whether to submit a second meal announcement; they were advised that the correction algorithm would address any postprandial rise. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy and no need for medical care. Investigation included a review of user-reported use and educational troubleshooting regarding meal announcements and correction behavior. Investigation of this case revealed user error related to incorrect meal size entry, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.